Event description:
It was reported that the pulse generator was exhibiting high impedance during the implant attempt. The device was not implanted. A replacement device showed normal electrical values and was successfully implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis confirmed the report of high impedance. Test leads could not be fully inserted into the header port of the pulse generator which can result in electrical anomalies.